Event description:
A report was received from the USA with information stating that the device entered an "ventilator inoperative" condition. Though requested, patient involvement and the date of the event were not reported.

Manufacturer narrative:
(B)(4).